Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 900 mg/dl resulting in a heart attack. Cause was not known. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.